Event description:
It was reported that the cardiac surgeon passed the spring wire guide without difficulty. The 40cc intra-aortic balloon (iab) was dosed well with water as recommended for the coating; however, resistance was met when attempting to advance the balloon further along in the aorta. As a result, the iab was withdrawn and was found bent. The balloon itself was damaged. The catheter was discarded and a second catheter was inserted without difficulty or complications to the pt.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.